Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ebelt - ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated ECG "a" was measuring open intermittently. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.